Manufacturer narrative:
This is a report of a use error where the solution bag had fallen and disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill. The patient was connected at the time of the alarm. The patient stated that the solution bag had fallen and disconnected. The technical service representative (tsr) explained the alarm to the patient. The patient stated they already closed the clamps. The tsr assisted to clear the alarm and retrieve therapy readings. There was no report of patient injury or medical intervention associated with this event. No additional information is available.